Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead had fluctuating numbers. After an additional implant attempt was made, the physician retracted the helix and removed the lead to table test it. There were no problems found with the lead when checked visually, however the number of rotations required to extend the helix was slightly higher than normal. The physician chose to make a third attempt at implanting the lead, which was successful, and good numbers were obtained. One day post implant, the rv lead was noted to have dislodged. There was no capture, high thresholds, and no sensing exhibited. The physician commented that there was placement difficulty with the lead at implant, and there was concern about the lead screw. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the proximal conductor was buckled on the distal conductor preventing torque transfer to the helix. If information is provided in the future, a supplemental report will be issued.